Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical supervisor reported an anterior capsule tear was observed during a laser assisted cataract procedure of the right eye. Reporter indicated there were no complications as a result, the original lens to be implanted was used. Reporter relayed the patient coughed during the procedure, which required another re-docking of the patient interface. Patient is reported to be doing well.

Manufacturer narrative:
No technical services were requested or performed for the event and user defined parameters are unknown. During the treatment, the patient coughed and was disconnected from the system, causing the patient to dock a second time. Interference with the treatment during the initial docking could have created discontinuities with treated area or the changes of suction to the eye could have impacted the integrity of the capsule. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).